Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was valid, and the device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the battery status re-evaluated within 90 days. The device remains in service. No adverse patient effects were reported.